Manufacturer narrative:
Pump received with detached end cap noted. Unable to perform displacement test due to detached end cap. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also reported that the insulin pump backside was cracked. The device will be returned for analysis.